Event description:
It was reported that a patient experienced cardiac complications and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the cardiac complications was not reported. The patient had been hospitalized eleven days prior to passing away; the patient was discharged from the hospital into hospice care three days prior to death. Treatment for the cardiac complications was not provided. During the hospitalization, it was reported that peritoneal dialysis therapy was ongoing with the patient using a facility provided homechoice device. Peritoneal dialysis therapy was reported to have been discontinued three days prior to the patient passing away and peritoneal dialysis therapy was not ongoing at the time of death. The patient did not recover from the cardiac complications prior to passing away. The cause of death was reported to be unknown and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no keystrokes, malfunctions, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the death. Should additional relevant information become available, a supplemental report will be submitted.